Event description:
Consumer called to report inconsistent readings. Analysis run on concensus error grid using mean average readings (189) as reference point vs. Bd readings (307, 70) yielded some data points in the c range of the grid, outside acceptable limits.